Event description:
Patient presented with inspire lead wire visibly exposed on their chest. Physician placed the patient on antibiotics and scheduled the patient for system removal 3 days later. Physician brought the patient into the or and removed the entire system.